Event description:
It was reported that this pacemaker exhibited high out-of-range right ventricular (rv) lead pacing impedance measurements, exceeding 2000 ohms. Technical services (ts) reviewed the event and observed a signal artifact monitor (sam) episode, which identified oversensing associated with signal artifacts from the minute ventilation (mv) sensor. Additionally, the pacemaker displayed an alert indicating that the right ventricular automatic threshold (rvat) test had either exceeded the programmed amplitude or was suspended due to a low evoked response. Ts recommended continued monitoring and further evaluation of the patient in the clinic. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited high out-of-range right ventricular (rv) lead pacing impedance measurements, exceeding 2000 ohms. Technical services (ts) reviewed the event and observed a signal artifact monitor (sam) episode, which identified oversensing associated with signal artifacts from the minute ventilation (mv) sensor. Additionally, the pacemaker displayed an alert indicating that the right ventricular automatic threshold (rvat) test had either exceeded the programmed amplitude or was suspended due to a low evoked response. Ts recommended continued monitoring and further evaluation of the patient in the clinic. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.